Event description:
It was reported a blood product under infused while using a syringe pump. The hospital's biomed completed a preliminary investigation into this event. The devices were sequestered and the syringe was a 30ml bd syringe. From biomed's review of the pcu event logs, the restore button was pressed which resulted in the flow rate and vtbi of the previous infusion being transferred to the current infusion being investigated. The previous infusion only had vtbi of 0.7ml left; however, the intended vtbi of this infusion was 4.6 ml. Per customer, this likely explains why the infusion ended prematurely with about 4ml of volume still remaining. It was determined by the customer that the under infusion likely occurred due to the restore button being pressed. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Additional information:imdrf annex a ,g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported a blood product under infused while using a syringe pump. The hospital's biomed completed a preliminary investigation into this event. The devices were sequestered and the syringe was a 30ml bd syringe. From biomed's review of the pcu event logs, the restore button was pressed which resulted in the flow rate and vtbi of the previous infusion being transferred to the current infusion being investigated. The previous infusion only had vtbi of 0.7ml left; however, the intended vtbi of this infusion was 4.6 ml. Per customer, this likely explains why the infusion ended prematurely with about 4ml of volume still remaining. It was determined by the customer that the under infusion likely occurred due to the restore button being pressed. There was patient involvement but no harm.